Event description:
Alleged deflation.

Manufacturer narrative:
Deflation was reported as the reason for complaint. Device findings not available. Device not explanted.

Event description:
Alleged deflation